Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that one week after the patient observed lightning hit a tree at 5 meters, more drug was found in the pump than usual at refill. According to the programmer, the expected reservoir volume was 4 ml; the actual reservoir volume was 8 ml. The patient had no significant side effects at that time. Six weeks later, the patient experienced "big" side effects due to "no morphine or too low morphine". The physician saw the patient in the hospital. The pump was replaced. Following the pump replacement, the patient had no problems. The type of medication, concentration, and daily dose being administered via the pump wer not reported.